Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory in (B)(6) 2014. The patient underwent an extraction of the entire implanted system due to infection. There were no adverse events reported as a result of the extraction procedure.